Event description:
It was reported the electrosurgical knife tip was chipped after several outputs during an endoscopic submucosal dissection. It was not confirmed whether the tip had fallen off, but it is possible. The procedure was completed with a similar device. There was no reported patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found part of the incision knife (hook part) was broken off. The broken incision knife was not sent. The knife was discolored and blackened. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the knife tip chipped could not be determined, likely factors causing the defect could have been the following: 1) due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high. ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) spark discharge occurred, and the part of the cutting knife became hot instantly. As a result, the strength of the cutting knife decreased. 3) during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. Do not activate output if floating from the tissue to be incised without aspirating mucus or other liquid, or if the contact length between the tissue and the cutting knife is too short, spark discharge is likely to occur, which may break the cutting knife. Do not activate output if the debris or tissue is attached to the cutting knife.if the debris or tissue is still attached to the cutting knife, withdraw this electrosurgical knife from the endoscope for wiping the debris or tissue away with lint-free cloths be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms. Soft coagulation < cut / pulse cut < forced coagulation. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.